Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored and all of the operating currents tested within the specified range. No blank display was noted. Moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump had a blank display after it had been exposed to rain water. The blood glucose reading was 139 mg/dl. The customer stated that the device's screen was a little scratched, but no other observation of physical damage was made. Advised replacement of the insulin pump. Nothing further reported.